Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) was having poor communication with or without the telemetry antenna attached. The patient also reported that during recharging the coupling indicator would decrease, and having issues positioning the insr antenna to maintain good coupling. A replacement pp was sent. No patient symptoms, and no additional device complications were reported for this event at this time. On (B)(6) 2018 it was reported that the patient was still experiencing issues with it taking a long time to establish connection when communicating with the patient programmer (pp). The patient stated that they were working with a healthcare professional to attempt to resolve the issue. No patient symptoms, and no additional device complications were reported at this time. On 2018-04-10 it was reported that the patient had seen their healthcare provider (hcp) and manufacture representative about the poor communication and recharge coupling, they had referred the patient to a specialist to determine what the cause of the issue. No patient problems and no additional device complications were reported.